Event description:
New information received stated that the patient presented to the hospital on june 2nd, 2020 for a bi-ventricular implantable cardioverter defibrillator upgrade procedure. The device change was completed successfully. The patient was reported to be in stable condition throughout and after the procedure.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced arrhythmia. The implantable cardioverter defibrillator¿s discriminators have detected a supra ventricular tachycardia (svt), but the device treated it with anti-tachycardia pacing and inappropriate high voltage shock. No intervention was performed. Patient condition was unknown.

Manufacturer narrative:
The reported event of inappropriate anti-tachycardia pacing could not be confirmed. The device was tested on the bench, and all functions were normal. No anomalies were found.